Event description:
The patient presented to the emergency room after receiving a shock. The right ventricular (rv) lead had high impedance, was oversensing, and had a possible lead fracture. The lead was capped and will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.